Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon exploded about two times, and the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon exploded about two times, and the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
D4: lot number updated from 0031204163 to 0029709406. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. There is an 8mm longitudinal tear to the balloon running distally from the proximal markerband. The tip of the device was damaged.